Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "[patient] developed a right periprosthetic infection with device exposure this week necessitating implant removal"

Event description:
Healthcare professional reported "[patient] developed a right periprosthetic infection with device exposure this week necessitating implant removal". The device has been explanted.

Manufacturer narrative:
Correction to h6: previously reported code of e1906 was reported in error as the noted infection was indicated by healthcare professional to not be device related.

Event description:
Allergan medical safety has deemed the reported infection not related to the device.

Event description:
Physician reported right side "device exposure." The event of the patient "developed a right periprosthetic infection" is not device related. Device status was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.